Manufacturer narrative:
A philips remote support engineer (rse) talked to the customer and confirmed the transducer gives incorrect reading and arranged for a replacement transducer to be sent to the customer. Based on the information available and the testing conducted, the reported problem was a defective transducer. The reported problem was confirmed. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time.

Event description:
It was reported the ultrasound transducer shows low measurement. When used the transducer displays a heart rate (hr) of 60, however when the customer is using other sensors, these give a hr of 130. The device was in use on a patient. There was no report of patient or user harm.